Event description:
The cage inserter is a long shafted instrument with inner threaded shaft that threads into the distal end of a lumbar cage. This instrument can withstand heavy loading applied axially to the length of the inserter. It is known to the end user that this instrument can create a lever effect additionally this instrument is not intended to rotate an in-situ cage under compression. The leveraging against the patient's body exceeded the capacity of the inserter. Further distraction can be achieved with other instrumentation within the standard set. We do not know due to lack of information provided about whether proper disc preparation and disc trialing was used. Failure mode points to user error, but without additional information the case is deemed indeterminate. There was no harm nor injury to the patient that was reported.